Event description:
It was reported that 2-3 days after l4-l5 tlif (open) with peek device and infuse bone graft with posterior fixation, patient developed left leg pain. A "cystic fluid accumulation in the epidural space" was found which was aspirated. The leg pain returned, and approximately one week postop a reoperation was performed to evacuate an "epidural clot" and "liquefied hematoma that was under pressure." It was noted that patient has pre-existing "diabetes and rheumatoid," which the doctor feels may be contributors to the situation. It is unknown if the infuse bone graft contributed to the reported event, but company is filing this MDR out of an abundance of caution.